Manufacturer narrative:
The customer contacted abbott customer support by phone for assistance in troubleshooting error code 5202 drop point sensor on rv loader failed. When asked to inspect the rv hopper for rvs, the operator opened the front processing cover of the architect and stood on a chair to visually inspect the rv hopper; no troubleshooting procedures were performed. The support specialist was unaware the customer stood on a chair to see into the processing center. The field service representative resolved the error code 5202 the customer was troubleshooting. A review of isr02140 instrument service history identified no contributing factors on or around the date of the complaint or any additional tickets related to injury. There have been no subsequent contacts from the customer regarding any injury or loss of balance in association with the i2000sr. A review of tracking and trending did not identify any additional complaints related to slips or injuries from loss of balance associated with the i2000sr analyzer. The current complaint is the sole complaint of an operator losing balance when accessing the architect processing center with a chair. Labeling was reviewed and found to be adequate as it addresses safety awareness where hazards may exist. There was no indication of any instrument issues that caused or contributed to the customer's momentary loss of balance. Based on the available information no deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported standing on a chair to check the cuvettes and the chair moved causing her to shift so she wouldn't fall. While shifting she felt a pain in her sternum but did not fall off the chair and did not hit the instrument. The customer went to the emergency room and received an IV for a calming infusion. The customer is middle-aged female. The customer did not receive any other treatment or medication due her sternum pain.